Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens is investigating this issue.

Event description:
Samples that are loaded in a segment and scanned by the dimension rxl max do not match the positions displayed on the screen. There are no reports of patient intervention or adverse health consequence due to the mismatch in patient sample positions.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2018-00249 on 10-april-2018. Additional information (19-apr-2018): a siemens customer service engineer (cse) was dispatched to the customer's site. The cse determined the barcode reader was misaligned and the set screw securing the barcode reader bracket was missing. The issue was resolved by the cse realigning the barcode reader and installing a new set screw to secure the barcode reader bracket. The cse informs the issue is fully resolved and that the barcode reader was accidentally moved by the customer when sample segments were loaded. A siemens headquarter support center (hsc) specialist has reviewed the information and it was determined that there was no evidence of a barcode misread. In the reported case, the misalignment of the barcode reader caused the sample to be identified but appear in a different segment position. The cause is determined to be an unintended user error as the barcode reader was moved out of alignment. The standard configuration is for the set screw to be in place and holding the alignment. The evidence indicates that it was not tightened and the vibration of the sample assembly caused the screw to dislodge over time and to be missing. Correction (8-may-2018): the initial MDR included the wrong unique identifier (UDI) number "(B)(4)". The correct number "(B)(4)" was added. The issue has been resolved and the instrument is performing according to specifications. No further evaluation of this device is required.